Event description:
It was reported this biliary stent was placed in the subclavian artery. Post dilatation of this stent with a balloon catheter, the stent migrated to the aorta. A thoracotomy was performed to successfully retrieve the stent. The pt's condition is good. This device was used in an non-indicated procedure, subclavian artery stent placement. A pre-angioplasty was not performed prior to stent placement. It was also indicated the physician believed a shorter stent length may have been a more appropriate size for this stenosis. Additionally, the physician felt that the balloon may have caused the stent to move forward during post dilatation. However, the balloon size used is consistent with co's instructions for use for this size stent. Co's instructions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary strictures produced by malignant neoplasm... Dilate the stricture as necessary with a balloon dilatation catheter using conventional technique... Never dilate the stent using a balloon that is larger in diameter than the unconstrained diameter of the stent."